Event description:
The manufacturer was informed of the following event through patient tracking department. Reportedly a patient who received a perceval valve size 23 on (B)(6) 2019, is being evaluated for possible tavr due to aortic stenosis. No further information is available. No other allegation of device dysfunction or adverse event on the patient has yet been received from the site.